Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent and asymptomatic patient presented in clinic. Upon device interrogation, the right atrial and right ventricular leads both exhibited noise oversensing. The right atrial lead led to automatic mode switching. The right ventricular lead led to pacing inhibition. Noise was reproducible on the right atrial lead with isometric testing. The patient presented on (B)(6) 2018 for lead revision procedure and the right ventricular lead was capped and replaced. The right atrial lead remained in use. The patient was stable post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include the UDI number.